Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed and the cause of the difficulties experienced during the procedure could not be determined. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
This complaint is now reportable based on the review of the procedure cine completed on 12/27/2006. It was reported that post a coronary drug eluting stenting treatment procedure an abnormality was seen in the vessel distal to the stent. A 2.5x12mm taxus express2 drug eluting stent was implanted in the obtuse marginal (om) branch. There were no pt complications. The pt used plavix for one year. Two years after the stent implant, the pt had an angiogram that showed an abnormality of the vessel distal to the stent. There was no intervention performed on this area. However, upon boston scientific physician review of the procedure cine, the stent was implanted in the 1st diagonal and there was a small formation within the stent, which looked like a small aneurysm.